Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that not letting anyone log-in without password, also required maintenance. Customer initially reported the issue was resolved after a reboot, but later confirmed that no one could log in. The station requested password authentication and displayed a biometric identifier (bio-ID) maintenance error. Upon arrival, the fse observed that the bio-ID was not activated with user login and instead defaulted to password authentication. The bio-ID was disconnected and reconnected, and additional operating system tasks were performed, including deleting and refining the device. The os detected an unknown device but failed to install it, suggesting corrupted firmware. The defective bio-ID was removed and replaced with a new unit. Drivers were downloaded from the eft site, installed after a station restart, and functionality was verified through hta and application testing. Service was successfully restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, not letting anyone log-in without password, also required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.